Event description:
Information received by medtronic indicated that the reservoir had bubbles in it. Customer stated that the reservoir had bubbles of all size and some in tubing. Customer stated that the approximate size of air bubbles was less than inch but quite a lot of them, about 50. Customer stated that the air bubbles were not removed successfully. No harm requiring medical intervention was reported. The device will be not returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.